Event description:
The manufacturer received information related to a rep dreamstation auto bipap device. The patient alleges having ongoing issues with the current device as well as their recalled device. The patient alleges headaches for 5 months are becoming more frequent and severe, tired during the day, not sleeping properly, heart murmur. Patients alleged seeing a pulmonary doctor who requested information on both the recalled device and the current device. The patient alleges being prescribed medication for their sinuses, a inhaler, cholesterol medication. In regards to the device, patient alleges airflow issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information related to a rep dreamstation auto bipap device. The patient alleges having ongoing issues with the current device as well as their recalled device. The patient alleges headaches for 5 months are becoming more frequent and severe, tired during the day, not sleeping properly, heart murmur. Patients alleged seeing a pulmonary doctor who requested information on both the recalled device and the current device. The patient alleges being prescribed medication for their sinuses, a inhaler, cholesterol medication. In regards to the device, patient alleges airflow issues. Correction: non-serious injury from serious injury, per clinical assessment team.